Event description:
About 1.5 hours into a routine hemodialysis treatment, pt reported cramps, nausea, chills, and vomited. Blood pressure at the start of the treatment was 130/95, systolic pressure dropped into the 90's. Pt was afebrile. Three liters of normal saline was administered by the caregiver. Treatment was discontinued. Facility nurse advised caregiver to transport pt to the ER. About an hour later, the pt contacted the facility nurse and reported that he felt much better and no longer wanted to go to the hospital. Pt went to clinic for further assessment at nurse's request. Blood pressure was 125/88 and pt reported continued nausea, chills and vomited again. Pt was admitted to hospital in 2008. Pt was administered, vancomycin, nepsin, and solumedrol IV and was discharged on the next day, with diagnosis of pyrogenic reaction. Blood cultures drawn upon admission were negative. Lal endotoxin test and culture of dialysate sample were negative.

Manufacturer narrative:
No manufacturing defects were found upon examination of the returned cartridge and dialysate sak. Qc records reviewed indicate product was within specification. Review of the system log file indicates that the dialysate used during the treatment was most likely not thoroughly mixed due to a restriction in the dialysate sak inlet line. The log file indicates that the dialysate batch had been prepared earlier the same day of the treatment and failed the conductivity check, alarming twice before passing the test on the third attempt. The log file further indicates that the operator did not manually mix the dialysate batch following each conductivity check failure alarm as instructed in the user's guide. There have been no similar problems reported. This appears to be a random isolated event. Nxstage medical considers this report closed. No add'l info will be provided.